Event description:
It is reported that the patient experienced a problem with insulin squirting out of their insulin pump. The patient's blood glucose level was 400mg/dl. Trouble shooting was performed and it was found that the squirting was occurring during priming. Customer is stuck in the rewind process. Pump not returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.